Event description:
It was reported that the patient had a urinary tract infection. The patient was taking antibiotics and her physician instructed her to turn her neurostimulator off until the infection had cleared. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).